Event description:
The customer reported the system had a lower time but error and had to be shut down. The fse has indicated this issue occurred during boot up and was unable to be re-booted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.